Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a 71-90% stenosis in the mid left anterior descending artery, with no calcification and no tortuosity. Pre-dilatation was performed with a 3.0 x 15 mm non-compliant balloon, reducing the stenosis to less than 40%. The 3.0 x 28 mm (implant not similar to device sold in u.s.) Was deployed at 14 atmospheres for 30 seconds, at which time a perforation was observed in the center of the implant. The perforation was treated with prolonged balloon inflations with the delivery system balloon. A small leakage remained as detected by echocardiography. No additional intervention was reported and the patient was discharged to home in stable condition. No additional information was provided. Analysis of the returned device revealed the hub/nosepiece was cracked and separated. The delivery system is similar to a device sold in the u.s.